Event description:
The device was implanted on 06/24/92. The device was explanted after pt reported feeling something move. Explantation was performed 11/07/92. S1 screw on the right was found to be "completely backed out and the screw on the left provides no stabilization." Pseudoarthrosis was noted at l4-5 and l5-s1.